Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 447 mg/dl. Customer was treated with bolus from insulin pump. Customer also stated that they went to the emergency room for something not related to diabetes. Customer stated that the battery of insulin pump died and they changed the battery at work and it went out again. Customer stated that the insulin pump received battery out limit alarm after battery change. Customer was able to clear the alarm and they did not receive a request to rewind the insulin pump. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.